Event description:
It has been reported to philips that there was low space on the system, which can prevent imaging. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the image processing computer which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the procedure was completed. The philips field service engineer (fse) inspected the system onsite and confirmed that the free space was low after deleting most of the patient images. Upon troubleshooting, fse found the image consistency had failed. Fse repaired the image consistency data module and recreated the image store, which resolved the issue temporarily. The same issue reoccurred again, where fse replaced the image processing pc. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.